Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 for not cooling expected 6 actual 29.88. Arctic sun device had a failed mixing pump and due for 2000 preventive maintenance service. Additional information requested but not received. Per sample evaluation, it was reported that the power inlet module and cca ca card in the arctic sun device showed signs on electrical stress. The cca ca card and power inlet module were replaced, under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 for not cooling expected 6 actual 29.88. Arctic sun device had a failed mixing pump and due for 2000 preventive maintenance service. Per sample evaluation, it was reported that the power inlet module and cca ca card in the arctic sun device showed signs of electrical stress. The cca ca card and power inlet module were replaced, under warranty.